Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect main pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved "vent inop and motor fault alarm on this ventilator device. The customer determined the most likely cause of the fault was associated with the main printed circuit board (pcb). The customer stated no patient involvement with this event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The main pcb was installed on a test device, power several times, and powered on with the same faults. The fa engineer used a heat gun and applied heat to the turbine circuitry then powered in to user mode, the faults were no longer present. At this time, the reported event was duplicated and the component root cause was traced to environmental conditions outside the expected range.